Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the keypad was found to be intact; no peeling was observed. The keypad symbols were found to be worn off, which has no effect on insulin delivery function. All of the keypad buttons responded appropriately and were functional. The keypad was removed and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).